Event description:
It was reported to the distributor by the hospital in another country that "following a 10 hour surgical procedure for cardiolysis and decortication of internal thoracic artery, it was noted that the patient had sustained burns to the buttocks at the ground pad application site. They were accessed to have been 4th degree burns."

Manufacturer narrative:
The device was not returned to conmed and no lot code was provided, that would allow a review of production records. It was stated in the report from the hospital that the end user bent (broke) the extended pin off of the plug on the pre-attached wire on the ground pad, so they could plug a dual foil pad designed with patient contact monitoring capabilities into a generator that was designed to use single foil pads that do not have patient contact monitoring. This was an alteration of the device. Had the patient monitoring capabilities of the ground pad been utilized, with the generator of same capabilities, an alarm would have sounded or the generator would have shut down before the patient was burned. Photos of the burn were supplied and these will be evaluated by the quality engineer. A supplemental report will be filed, when his report is received.